Manufacturer narrative:
The device is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient experienced glare, blurry vision, and light sensitivity with loss of 2 or more lines of best spectacle corrected visual acuity (bscva) post intraocular lens (iol) implantation in their left eye. Iol removal is planned as symptoms significantly interfere with their daily activities (no scheduled date yet). No further information was provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that information was received that only the right lens was explanted at the moment and left lens will be scheduled in the future. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.